Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
The surgeon, reported that the variax 2.7 non-locking proximal distal radius screw broke during implantation into a young patient and could not be removed. The surgeon has left the screw in situ and this is not causing any issues for the patient currently.